Event description:
Caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Cts decided to replace the pump, and the caller planned to use multiple daily injections as a backup therapy. The customer was sent a replacement pump and instructed to return the problematic one to tandem within 10 days.